Manufacturer narrative:
The sample was collected in lithium heparin tubes with gel separator, and centrifuged at 3000 rpm for 10 to 15 minutes. The customer reported to hotline that there were no sample integrity concerns on connection to this event. Per customer supplied documentation, qc was performing within the customer's established limits on the date of the event. System check data has not been supplied to date. The customer reported wash valve motion errors and wash pump motion errors had occurred multiple times on (B)(6) 2012. Service was on site on (B)(4) 2012, and the field service engineer (fse) verified instrument alignments. The fse determined the z-axis alignment to the pipettor wash tower was off, and the alignment from the pipettor to the reagent carousel was off. The fse observed the incubator belt was squeaking and replaced the belt in order to generate an acceptable incubator belt calibration. The fse also replaced a bent substrate probe and kinked substrate tubing within the wash carousel. The fse verified instrument hardware by performing passing service assays and a passing system check within instrument specifications. Although multiple hardware issues were addressed, a definitive root cause for the event could not be determined. Similar event on (B)(6) 2012 at this customer site is documented in MDR #2122870-2012-00466.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin (accutni) results, within the risk stratification range, for one patient. The erroneous results were reported out of the laboratory, and questioned by physician. Repeat testing on an alternate instrument produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in association to this event.